Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing no deliveries. The customer was giving himself a bolus when the no delivery alarm occurred. Troubleshooting was performed and insulin exited without incident. The customer¿s blood glucose level was 525 mg/dl. The customer treated the high blood glucose with a manual injection. The customer declined troubleshooting for the high blood glucose. The customer was advised to change the entire infusion system and return the set for analysis. The insulin pump will not be returned for analysis.